Manufacturer narrative:
Exact date unknown, event occurred in 2016. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16651824/16869777. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 15901306/16037111.

Event description:
It was reported that the patient had inadequate stimulation. No device malfunction was suspected. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.